Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d4. Corrected data: d4. Full UDI was incorrectly reported in initial. Additional information received: received information as following from sales rep via phone today. After investigation, the patient underwent perineal laceration repair on (B)(6) 2025 due to "degree I perineal laceration". The operator used the suture (w9923) for intradermal continuous suturing during the surgery. The problem of pulling off suture needle happened during the suturing. The detached needle fell into the patient's tissue. The operator immediately removed part of the wound suture and took out the detached needle. The integrity of the needle was checked after removal. After confirming that there was no residual foreign body in the patient's tissue, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. The incident resulted in an extension of the surgery time by about 1 hour. The patient has been discharged smoothly currently. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the patient experience any consequences because some of the ¿ wound was removed? ¿ what wound treatments does the patient need now? ¿ what medical risks did the patient face as a result of this incident? ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ was there any additional tissue damage resulting from the search for the needle piece? ¿ what is the surgeon's opinion of the potential consequences for the patient? ¿ what is the current status of the patient? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a vaginal delivery procedure on 15-08-2025 and suture was used. During the procedure, the mother was hospitalized for delivery, full-term vaginal delivery, and had a degree I perineal laceration. During the process of intradermal suturing with sutures, the needle tail broke, causing the needle to become loose in the tissue. The doctor removed some of the wound and removed it. After removing the free needle, the suture was replaced and sutured, completing the perineal suture repair surgery. This incident resulted in longer wound treatment times for postpartum women and increased medical risks. No adverse patient consequences were reported. Additional information was requested.